Event description:
It was reported that the insulin pump had cracks in it. The blood glucose reading was 340 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, missing end cap sticker and cracked case near the display window corners were noted on the insulin pump during a visual inspection. The insulin pump alarmed failed battery test due to a corroded battery tube.